Event description:
It was reported that while attempting to pair a new sensor, the patient unintentionally initiated the fill tubing function and was connected via the infusion set and tubing, after which the patient disconnected from the body, completed the fill, confirmed no units were delivered, and insulin delivery was resumed; this reflects a usage error related to the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.